Event description:
Account tested pt on suspect device, inr=5.9, laboratory sample taken, inr=3.3. Controls were tested and within range. No treatment was given to the pt based off of the suspect device readings.